Manufacturer narrative:
(B)(4). Date sent: 3/3/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslx120l device was returned with no apparent damage. The device was connected to generator and it was recognized. However, during the mechanical test the knife did not fired. In addition, no issues were noted with opening and closing of the jaws. The device was disassembled to inspect internal component and it was found that a broken trigger post. This indicate that there was excessive force applied to the knife trigger during the use while throwing the knife through challenging tissue. It should be noted that product failure is multifactorial. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Pc (B)(4). Batch # u94e1e attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: did the patient suffer any adverse consequences? No patient consequence. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy, the device got jammed during the procedure, it did not open. Used another device to complete the case.